Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No external ram crc or unexpected battery out limit alarms were noted. No damage/corroded battery cap contact was noted. No unexpected restart alarm or pump reset/lost of memory anomaly noted. No damage was found on the interface board and no cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states the pump alarmed for battery out limit, unexpected restart and external ram crc error. The customer's blood glucose level at the time was 150mg/dl. The customer states the battery cap was noted to have had a bit of corrosion. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.